Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor's desaturation alarm did not work. The incident occurred on (B)(6) 2017 between 00:00 to 02:00. A baby was harmed. However, this injury was already reported against the involved intellivue information center.